Event description:
Discrepant creatinine results on a patient using statsensor meter compared to the lab. Patient was given contrast for a CT scan based on the statsensor results.

Manufacturer narrative:
The patient was given contrast for a CT scan that was not needed. An investigation into the root cause of the reported issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.